Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan result on the abbott diabetes care (adc) device compared to an unknown result from an adc meter. The customer noted a horizontal trend arrow, which indicates that glucose levels were changing slowly (less than 1 mg/dl per minute). The customer did not experience hypoglycemia symptoms or a low blood sugar alarm. However, the customer drank fruit juice and ate two spoonfuls of sugar. The customer also administered 10 units of insulin instead of 3 units. The customer had contact with a healthcare professional, who provided an unspecified tablet for the diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 53mg/dl was compared to an adc meter result of 221 mg/dl. The length of sensor wear was 12 days). When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.